Manufacturer narrative:
Analysis found no fault on the unit. The item was with current specifications. Tested and passed all manufacturing specifications. As per analyst the device was not tested for temperature prior to repair because there was no complaint of overheating prior to repair. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the handpiece was not working properly, it was heating up prior to use. There was no patient involvement.